Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient arrived to the emergency room in ventricular tachycardia (vt) with heart rates around 200 bpm. The device did not shock the patient so the patient had to be externally rescued. The device was interrogated and found to be in storage mode. The device declared end of life (eol) in (B)(6) 2011. A charge time of 38.1 seconds was observed from that same month, but monitoring voltage was not noted. It was noted that the patient had not been seen in the clinic for awhile. The last reset was in (B)(6) 2010. The patient was admitted to the intensive care unit and was scheduled for a device replacement, however subsequently passed away. The field representative confirmed there were no allegations against the device and was not aware of any further information.